Event description:
It was reported that before operation, the mainframe had noise and sometimes nerves cannot be detected. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis for product ID: 8253402 found that it boots up normally. Electrical test and functional test passed. There was no fault found. Analysis for product ID: 8253410 found that there was no fault found in the device. H4: manufacturing date for product ID: 8253410, serial#: (B)(6) is 2014-06-27. H6: img code g02005 is applicable for product ID: 8253410. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.